Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified anastomic site of the arteriovenous fistula shunt. A 5.0x40, 40cm mustang balloon catheter was advanced for dilation. However, on the 2nd inflation at 23 atmospheres, the balloon ruptured after being inflated for 90 seconds. The procedure was completed using a non-bsc balloon catheter. But the lesion was not inflated sufficiently. No patient complications were reported and the patient's status was good.